Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section b3 date of event: unknown/not provided. Section d4: lot #: unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: a complete UDI # is unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h6 health effect - clinical code 4581: thin flap. Section h6 health effect - clinical code 4581: flap dislocation. Section h6 device code 3191: dissatisfaction. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. Device evaluation: field service engineer (fse) performed z-offset calibration and z-depth functional test using 3 new patient interfaces provided by the customer. System meets specifications on departure. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had a thin flap and presented at one day post op with flap dislocation for an unknown date. No patient injury, treatment completed. Doctor reported that the patient interface (pi) feels like a tighter space when the cone is descending into the suction ring. Complained of reflection/glare off the new pi when the patient is under the laser. No additional information was provided. Note: this report is 3 of 4.